Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to migration of the cuff. The existing aus was removed and replaced. No patient complications were reported.